Event description:
The customer stated that the unit will not stay in standby mode. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported that the biomed was unable to find any error codes in the significate log. Product support instructed biomed to check the air and o2 flow in the pneumatics screen, and the air flow reading was at -2.4 slpm. Product support recommended replacing the flow sensor assy and provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Based on previous information provided, the customer will order the flow sensor assembly and repair the unit, but this was not confirmed despite multiple attempts to obtain further information regarding the device repair and reported event. The service history record was reviewed, and no repair information was found. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.